Event description:
It was reported by the customer that when the generator received an error 3 when the test button was pressed with a test tip attached. The customer was not aware of any case involvement or patient consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and an error code 3 was noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.